Event description:
Paramedics responded to a person described as in cardiac arrest. The pt was connected to the device with disposable defibrillation/ECG electrodes and the "analyze" button pressed. According to the rptr, the device began charging, then dumped the charge, performed a self test, displayed "low battery" and "needs service". The pt was not resuscitated.